Event description:
Wishard medic 7 crew dispatched and responded to run at 303 s. Cincinnati. Upon arrival fond 60/w/f pulseless, apnic (in full arrest). Upon hooking up the life pak #10, the monitor would shut off on its own as if "the batteries were bad". Patient taken to methodist without further problemsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.